Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 16 x 2.25 rebel stent was attempted to implant to treat the lesion. However, due to the characteristics of the lesion, the stent was damaged causing damage to the balloon. Thus, the balloon could not be inflated and the stent could not be expanded. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.